Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulator was being replaced due to depletion on (B)(6) 2014. It was noted the patient's high settings were the cause of the premature depletion. It was reported the patient still had concerns regarding their device or therapy, but we're working with their healthcare provider or manufacturer representative.

Event description:
The patient¿s ins has not been working properly. The patient tried to turn it up but received and error code er0. The patient changed the battery and still received the error code er1. Additional information has been requested.